Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 5.0; lab: 2.9. Lab draw was taken immediately after the fingerstick. Pt's therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.